Event description:
IT WAS REPORTED THAT ACUTE KIDNEY INJURY HAS OCCURRED. DURING TRANSCATHETER MYOCARDIAL ABLATION TO TREAT PERSISTENT ATRIAL FIBRILLATION FARAWAVE WAS SELECTED FOR USE. THE CREATININE LEVEL INCREASED UP TO 2.8 FROM THE POSTOPERATIVE DAY 1. THE CREATININE LEVEL REMAINS ELEVATED AT PRESENT. FLUID REPLACEMENT THERAPY IS BEING CONTINUED. IN THE PHYSICIAN OPINION HEMOLYSIS CAUSED THE OCCURRENCE OF PATIENT INJURY. THE PRODUCT IS NOT EXPECTED TO BE RETURNED AS IT HAS BEEN DISCARDED BY FACILITY.

Manufacturer narrative:
D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD. IT WAS INDICATED THAT THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. IF THERE IS ANY FURTHER RELEVANT INFORMATION OBTAINED, A SUPPLEMENTAL MEDWATCH WILL BE FILED.

Event description:
It was reported that Acute Kidney Injury has occurred.During transcatheter myocardial ablation to treat persistent atrial fibrillation FARAWAVE was selected for use. The creatinine level increased up to 2.8 from the postoperative day 1. The creatinine level remains elevated at present. Fluid replacement therapy is being continued. In the physician opinion hemolysis caused the occurrence of patient injury. The product is not expected to be returned as it has been discarded by facility.It was further reported via GFE: The hospitalization period was extended; however, the patient was discharged from the hospital.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MedWatch will be filed.Due to additional information received, this supplemental report is being submitted for the updated field Describe Event or Problem (B5), in Section B.